Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced an infection. The nature and cause of the infection was not reported. It was not reported if the pt was hospitalized for the event. Treatment and outcome were not reported. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.